Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 2 years and 10 months due to prosthetic valve endocarditis and regurgitation. The surgeon noted that the infection source was possible from the patient's IV drug abuse. According to the op report, he had 2 occasions with emboli demonstrating on the valve and had a history of lead streptococcus hominis that was difficult to culture, and it suggested that it was a nutrient poor category and difficult to irradiate per infectious disease. After 4 weeks of antibiotics, the patient had continued vegetations on the valve that were at risk for both emboli and recurrent infection. The patient was aware of the risks of increased infection risks and emboli, and wished to continue with surgery. Intra-operative tee was performed showing vegetations on the valve. The ejection fraction was reasonably good. Upon exposure of the mitral valve, there was dense fibrous tissue connecting to the surrounding tissues. The device was removed and there was an obvious vegetation at the center of it, which was adherent to the leaflets. Debridement was performed and a new edwards bioprosthetic valve was implanted. There were no complications reported.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event cannot be confirmed. Per the surgeon, this event was possibly related to the patient's IV drug abuse. No further actions are possible with the available information.